Manufacturer narrative:
All pertinent info available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
It was reported that a pt was implanted with the argus ii retinal prosthesis on (B)(6) 2014 and enrolled in a post-approval study. The pt had a routine eye exam on (B)(6) 2014. At that time, the surgeon noted that suture used to attached the coil suture tab to the sclera had eroded through the conjunctiva and there was mucus adhered to the suture. Pt was prescribed polytrim drops. Pt was seen again on (B)(6) 2014, at which time there was no improvement. The surgeon switched the pt's drops to ofloxacin, started him on moxifloxacin, and scheduled the pt for revision surgery on (B)(6) 2014. The pt underwent a procedure in which the conjunctiva was dissected, the suture was removed, the tenons were closed, a pericardial patch graft was applied over the area, and the conjunctiva was closed.